Event description:
The patient received inappropriate therapy due to oversensing. The oversensing events appeared to be far p-waves due to lead dislodgment. A decreased on the r-wave amplitude and increased capture were noted. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.